Event description:
A report was received that the patient lost stimulation when bending over in a weird kind of position and heard a popping noise. An x-ray was taken and showed that the lead contacts were dislodged. The patient underwent a lead replacement procedure. It was also reported that all dislodged contacts were retrieved from the patient¿s body. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Date of event: (B)(6) 2015. Sc-8216-50 (sn (B)(4)): the complaint of loss of stimulation/lead damage was verified. Visual inspection revealed distal electrode's #3l, #4l, #6l, and #7r were partially dislodged from the paddle silicone, but still attached to their respective cables. Only electrodes #1r-#3r were still attached and intact. All other distal electrodes were completely dislodged and not returned. Exposed cables.